Event description:
It was reported that the patient was symptomatic with blood pressure fluctuations. A device check was conducted and there were no noted changes to device function (lead impedance and threshold unchanged from initial implant, and the short interval count (sic) counter was zero). After the device check the patient experienced pre-syncope and syncope when there were pauses of up to 20 seconds. There was ventricular standstill with no pacing output and loss of ventricular capture. Following a sensitivity change there was another unexplained pause. The device was explanted and replaced and the right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01 implantable pulse generator (ipg), (B)(6) 2014. (B)(4).